Event description:
When the operator placed the headset on the head of the pt, it fractured and a piece of the headset injured the pt's eye. The pt was treated by a doctor successfully to prevent permanent damage.

Manufacturer narrative:
(B)(4). Method, result, conclusion: the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.